Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account reported the patient was transferred after automatic implantable cardiovert defibrillator (aicd) shocks. Blood cultures taken during admission were positive for methicillin sensitive staph aureus (mssa) and the patient was diagnosed with peritonitis related to driveline infection which was treated with unspecified antibiotics. The patient also presented with right ventricular (rv) failure and was treated with milrinone and started on vasopressors for shock picture. The patient was intubated on (B)(6) 2018 and was treated with lidocaine for developed ventricular tachycardia (vt). The decision was made by the family to turn off the aicd and make the patient¿s status do not resuscitate (dnr). On (B)(6) 2018, the family decided to withdraw lvad support and the patient passed quickly. The patient¿s wife declined an autopsy. No equipment will be returned for evaluation. The hmii lvas IFU lists infection, right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's aware date was inadvertently omitted from previous report. The correct date was (B)(6) 2019.

Manufacturer narrative:
Approximate age of device - 4 years. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was transferred to the implanting center after experiencing aicd shocks. Blood culture confirmed (B)(6). The patient was diagnosed with peritonitis related to percutaneous lead (driveline) infection and was treated with antibiotics. The patient also was treated with milrinone for rv failure, started on vasopressors for shock picture and was intubated on (B)(6) 2018, developed vt. The patient was treated with lidocaine. A decision was made by the family to turn off aicd and make the patient dnr. On (B)(6) 2018, the family decided to stop lvad support and the patient expired quickly. The spouse declined autopsy. No products will be returning for evaluation.